Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the endoscopic image was not displayed. The device was used in conjunction with olympus evis exera 180 series endoscopes or older series. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The evaluation of the device confirmed the defect of the circuit board. Omsc guessed that the reported event was caused by the defect of the circuit board. If additional information becomes available, this report will be supplemented.